Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded increased right atrial (ra) lead impedances and noise, exhibited by a non- boston scientific ra lead. It was also noted that there were variable right ventricular (rv) lead impedances since the implant of this device, exhibited by a non- boston scientific rv lead. Noise was also observed on the rv channel, which was over-sensed and resulted in a non sustained ventricular tachycardia (nsvt) episode. Patient isometrics were performed, which reproduced an impedance increase from 600 to 1,200 ohms on the ra lead, as well as loss of ra capture. Some noise on the rv lead could be reproduced; however, none that was sensed during pocket manipulation. It was noted that this device was implanted sub-pectorally, and belonged to the subpectoral implant 2009 ((B)(6) 2009) advisory. Boston scientific technical services (ts) advised that if the leads were revised, that the device should not be implanted sub-pectorally. Ts noted that there was no evidence of a header issue at this time. This was to be discussed further with the physician. No adverse patient effects were reported. Additional information was provided that the patient will be sent for lead extraction and device replacement. There were no impedance measurements greater than 2000 ohms, the patient is not pacemaker dependent, and there was no noise during pocket manipulation or isometrics. There were no allegations against the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to provide product investigation results.